Event description:
The customer reported the system intermittently failed to properly save pt cine image data. These is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.